Manufacturer narrative:
H6: investigation summary: a complaint of "door can't hold open" was received against material number: 441916, instrument max, serial number: (B)(6). Field service engineer was dispatched and cylinder was reinstalled to resolve the issue. The complaint is confirmed and the root cause is related to "faulty door lock". Review of device history record for instrument serial number (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2016. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. No new risks or hazards have been identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical false positive a door fall was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: na the following information was provided by the initial reporter: "max door fall - could have potential to cause harm/serious injury."

Event description:
It was reported that while using the bd instrument max clinical false positive a door fall was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: na the following information was provided by the initial reporter: "max door fall could have potential to cause harm/serious injury."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: (B)(4). Initial reporter email address: (B)(4).